Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results. The reporter alleged that the subject meter read inaccurately high compared to feelings. The reporter claimed obtaining blood glucose readings of ¿304, 339, and 269 mg/dl¿ with the subject meter. The control solution result was not in range. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.